Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 stating that in going to change out, this lead exhibited high thresholds. The following physician was (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).